Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device upgrade procedure, an insulation anomaly was noted on the right ventricular lead. The patient was asymptomatic. The lead was capped and replaced. The patient was stable during and post procedure.